Event description:
It was reported that the lead was faulty capped and unusable. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 559453 lead, implanted: 2007-(B)(6). (B)(4).

Manufacturer narrative:
Follow-up conducted revealed that the lead had fractured. No patient complications have been reported as a result of this event. (B)(4).